Manufacturer narrative:
It was originally reported that the bolus button cover was detached and debris was found on the button mechanism. Further review of the product analysis findings indicated that no anomalies were found with the bolus button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Damage to the keypad cover was observed. The pump powered up with auditory and vibratory features. The keypad buttons responded properly. Removal of keypad cover did not find anomalies with the button contacts. The bolus button cover was found to have detached, exposing the internal contact. Debris was observed on the internal components of the bolus button. The investigation was unable to duplicate the reported keypad tactile issue but the bolus button issue was duplicated.

Manufacturer narrative:
It was inadvertently reported on 10/16/2014 that no anomalies were found with the bolus button. Additional review of the product analysis result showed that damages and debris were found on the bolus button on the returned pump. It was correctly reported in follow-up #1.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the 'down' arrow button was over responsive and the 'up', 'ok' and audio bolus buttons were under responsive. Reportedly, the tactile issue occurred after damages were found with the button covers. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.